Event description:
The customer reported that during use of this microfracture awl 90 degrees in an ankle arthroscopy to repair osteochondral defects on (B)(6) 2013, the tip of the device broke off and was lodged in the bone. Attempt to remove the broken tip was not successful. The surgeon, therefore, elected to leave the broken tip in place, as he felt it might do more harm to the patient. The surgery went on and completed as intended with only a few minutes delay. The (B)(6), male patient was discharged as per normal procedure. The patient is currently doing fine and there is no plan for any additional surgery to remove the broken tip.

Manufacturer narrative:
Conmed linvatec received the remainder of the microfracture awl, 90 degrees for evaluation on (B)(4) 2013 and confirmed the reported problem of tip breakage. A visual examination of the returned instrument found the tip of the awl was broken and detached. This microfracture awl, 90 degrees is a reusable device intended to trephenate cartilage and tissue such as meniscus and is not intended for bone. In this instance, the most likely cause of this failure is user-related associated with heavy and/or off-label use. In addition, based on the purchased date, this unit had been in use for nearly 5 years. To reduce the risk of tip breakage and injury to the patient, the information for use (IFU) for this device provides the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. An education letter will be sent to the customer with the evaluation results and to highlight some important differences in the usage of the light and heavy microfracture awls.